Event description:
Additional information was received from the healthcare professional (hcp) in response to an inquiry for more details regarding the event: it was unclear whether the fall affected the device. X-ray was obtained and the lead was in appropriate position, impedances were working. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported they fell down 3 or 4 steps and since then their stimulator didn't seem to be working as well. When they tried increasing stimulation it hurt their vaginal area. They further stated they had the ins for bowel control and they had been making a mess since the fall. They confirmed this all started at the same time following the fall. They were able to confirm therapy was on while on the call, it was on program 1 at 1.7. They stated the stimulation was painful at 1.7. They decreased it to 1.6 and confirmed it was comfortable. They were redirected to their healthcare provider. No further complications were reported or anticipated.